Event description:
It was reported that, during implant procedure this right ventricular (rv) lead was an attempt due to a discovered kink in tip of lead, leading into helix deployment difficulties. The kink was still present when stylet was removed. Another rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that, during implant procedure this right ventricular (rv) lead was an attempt due to a discovered kink in tip of lead, leading into helix deployment difficulties. The kink was still present when stylet was removed. Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.